Event description:
It was reported that the patient underwent an unknown artificial urinary sphincter (aus) surgery due to addition of a second 3.5 cm cuff. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The cuff was added due to the patient experienced recurring incontinence. No components were explanted.